Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 38x3.00mm promus elite drug-eluting stent was selected for use. However, when it was removed from the hoop, the stent was bent. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 38x3.00mm promus elite drug-eluting stent was selected for use. However, when it was removed from the hoop, the stent was bent. The procedure was completed with another of same device. There were no patient complications nor injuries reported. It was further reported that the stent was bent up in the mid portion of the srtuts and was sticking staright up.